Event description:
Customer called to report the insulin pump alarmed for button error. Customer jumped in the water while wearing the insulin pump. Blood glucose reading was 272 mg/dl. Advised the insulin pump will be replaced.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. No moisture damage was noted on the electronic assembly or motor. The insulin pump had bleeding lcd glass, a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads, a broken belt clip slot at the battery tube threads area, a cracked reservoir tube lip and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.